Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was having a display issue. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse saw an initial flicker when the unit was powered on. The display area was opened and seating of the display/video connections was confirmed. All diagnostic, performance, and safety tests were performed no issues. The iabp was returned to the customer.

Event description:
It was reported that during testing, cardiosave intra-aortic balloon pump (iabp) was having a display issue. There was no patient involved.